Event description:
Incidental lung nodule that has 2% chance of cancer found (B)(6) 2013 and consult (B)(6). I reported weight loss to (B)(6) about 8 weeks later (health anxiety) and doctor ordered pet/CT body not a justified exam. Did not blood work or any other tests. Did not explain risks to me is a high rad high cancer risk exam. Did no bookwork. Afterward doctor said it was not warranted. Minimum dose was not given. I know at (B)(6) and hospitals around country pet/CT can be done 8 msv. Mine was 29 msv and I am more afraid now than I was before. Any comments or public reviews have been blocked by (B)(6) despite their director telling me my risk is minuscule. It is since what many atomic bomb survivors received. They knew of previous scan they consulted on and still irradiated me with that amount. Did not take it into consideration. Please investigate, I have children and I am worried about cancer from this. (B)(6).